Event description:
Clinical report state the patient was revised to address an acetabular component migrating above kohler's line and inside the pelvic wall.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with (B)(4). No additional information was obtained. Although no x-rays were provided depuy the initial reporting states that this patient had very soft bone and a medial wall defect was identified during the primary surgery. Patient bone condition may have been a contributing factor. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.